Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "inflammation with severe swelling and pain," nodules described as "mosquito bumps with white skin," and "hard bumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported immediately after injection with unspecified juvederm to the cheeks, cheekbones, and jawline with attention to acne scars in said areas, they developed "inflammation with severe swelling and pain to the injection sites, more prominent to the cheeks and cheekbones" which resolved 3 days after onset. An undisclosed amount of time later nodules, further described as "mosquito bumps with white skin," developed at the cheekbones and "hard bumps to the cheeks." The healthcare professional recommended that the patient massage the area and after attempting multiple massages, no improvement was noted. Patient was subsequently prescribed monodox. Symptoms ongoing.